Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received replace battery now alarm. The customer¿s blood glucose level was 154 mg/dl. The customer states the pump died. The customer did not receive a low battery alert prior to the replace battery now alarm. Advised we will send a replacement battery cap. Advised to monitor the pump. The insulin pump will not be returned for analysis.